Event description:
(B)(6) received a report stating, "the child has had three mic-key balloons leak in a row. The first one lasted six weeks, and came out with a deflated balloon. The stoma site closed up, and the child had to return to surgery to have it replaced. The second one lasted 13 days and the third one lasted 2 weeks. The son has had no medical interventions or injury with the second and third incidents; the parents now keep a foley catheter for use if the tube dislodges to prevent stoma closure." The (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history records were reviewed and documented that the product lot numbers reported in the incident met manufacturing specifications. Two samples were returned. The lot number on the strap of sample one was aa2331f12. The balloon of the device had a radial burst. The balloon material was examined under magnification, and the edges of the balloon material had characteristics that support that the balloon had burst. There was no additional information to indicate the cause for the burst balloon. The lot number on the strap of sample two is aa3147f07. The balloon exhibited a burst, extending in multiple directions and with multiple angles. The balloon material was inspected under magnification; however, no obvious defect was observed on the material that could identify a potential point of origin for the burst. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.